Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the luer lock on the bd microclave® stabilized extension set was loose once connected to the catheter hub. The following information was provided by the initial reporter: "luer lock on ext extension set continually spinning even after friction fit connection to catheter hub."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the video submitted for evaluation. Bd received on video which displayed the luer lock on the ext spinning. In the video, it appears to be the lock failing to catch fully. The reported issue was confirmed. Although the failure stated in the reported issue was confirmed with the video provided for investigation, bd could not establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the luer lock on the bd microclave® stabilized extension set was loose once connected to the catheter hub. The following information was provided by the initial reporter: "luer lock on ext extension set continually spinning even after friction fit connection to catheter hub."